Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports, a palindrome catheter implanted on (B)(6), 2010 fell out while the pt was dialysing in the unit on (B)(6), 2010. The catheter completely fell-out with the cuff intact. It was observed that there was no tissue growth on the cuff. A new catheter needed to be implanted in the pt.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.